Event description:
Caller reported that the pump's quick bolus/wake button was difficult to press and required multiple attempts to activate the pump screen. The customer's blood glucose level at the time of the event was 31.7 mmol/l, prompting them to perform a correction injection and seek assistance from the hospital following high blood glucose protocols. There was no injury or ketones detected. Cts instructed the caller on specific methods to press the button and assisted with removing the pump case, but continued issues led to cts deciding to replace the pump. During the replacement process, the customer was advised on proper usage with a g7 sensor and agreed to use mdi as backup therapy. The caller understood instructions for returning the pump and was aware of how to put the pump into storage mode.